Manufacturer narrative:
The lot number of the returned chamber was 101202. This device was manufactured on 2 december 2010.

Manufacturer narrative:
(B)(4). Lot number: the hospital advised that they are using product from three lots: 101202 (manufacture date 2 december 2010), 101112 (manufacture date 12 november 2010) and 101019 (manufacture date 19 october 2010) and are unable to identify the lot number of the complaint device. The customer has advised that they will return the complaint device to fisher & paykel healthcare for evaluation. The lot number of the device will be updated upon receipt of the sample.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber leaked water during use. It was reported that the chamber had been running for three days. The CPAP therapy was interrupted to amend the setup however no patient consequences were reported.

Manufacturer narrative:
(B)(6). The hospital advised that they are using product from three lots: 101202 (manufacture date 2 december 2010), 101112 (manufacture date 12 november 2010) and 101019 (manufacture date 19 october 2010) and are unable to identify the lot number of the complaint device. Method: the returned mr290 chamber was pressure tested for leaks and was visually inspected for damage. Results: pressure testing revealed that the chamber was leaking. The leak was located around the seal between the chamber dome and chamber base. The chamber base was measured and found to be thicker than that of a standard chamber base. Two stressmarks were found on opposite sides of the chamber dome. A lot check revealed no other complaints of this nature for lot number 101202. Conclusion: a leak was found at the seal between the chamber dome and chamber base. The chamber base was measured and found to be thicker than a standard base. The thickness of the chamber base may have affected the integrity of the seal. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. This suggests that the leak developed post-production. In addition to pressure testing, the thickness of the chamber bases is checked regularly. The cause of the stressmarks on the chamber dome is unknown. All mr290 chambers are visually inspected following pressure testing. This suggests that the stressmarks developed post-production. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber leaked water during use. It was reported that the chamber had been running for three days. The CPAP therapy was interrupted to amend the setup however no patient consequences were reported.

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber leaked water during use. It was reported that the chamber had been running for three days. The CPAP therapy was interrupted to amend the setup however no patient consequences were reported.